Event description:
This lead was implanted on (B)(6) 2011 and will be replaced in the next 3 months. It was noted on (B)(6) 2016 that the lead had events of noise and it could be reproduced with particular isometric exercises. The noise cold possibly be due to a lead fracture. The physician was (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).